Event description:
Customer reported an insulin leak in the reservoir. Customer stated that the o-ring was jagged and when she removed the plunger, the reservoir started leaking. The reservoir was leaking before she placed it in the insulin pump. Customer stated that the reservoir did not cause any problems with the blood glucose levels. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.